Event description:
"Customer stated "stays on, doesn't naturally release sometimes" product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the tabs in the switch had broken, and caused the switch casing to crack, which in turn caused the trigger to not function properly. This is likely due to application of excessive force on the switch. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot."